Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg screw loosened in the patients mouth.

Manufacturer narrative:
Product return date; the return date of aug 6, 2018 was notated after the initial medwatch report 0001038806-2018-00769 that was submitted on aug 21, 2018.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Patient ID was entered incorrectly in the initial report.

Event description:
No further event information available at the time of this report.